Event description:
Olympus medical systems corporation (omsc) was informed that after an endoscopic retrograde cholangiopancreatography (ercp) was completed, after the tjf-q290v (subject device) was removed from the patient and the tip cover (maj-2315) was removed from the subject device, it was found that the rear end side of the tip cover was cracked. There was no tissue attached to the tip cover. The procedure had been successfully completed without any problems. There was no report of patient injury associated with the event. The serial number of the subject device was not provided. This report is related to complaint number (B)(4), which was documented for the issue with the referenced maj-2315, which was subsequently reported under medwatch number 8010047-2021-11814.

Manufacturer narrative:
The device history record was not able to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The tjf-q290v and the maj-2315 were not returned to olympus for evaluation. Based on the results of the legal manufacturer's investigation, a definitive root cause of the event could not be determined. It was confirmed with a factory-owned sample that the load applied when attaching the cover to the scope would not break the cover if it was attached using the correct mounting method. It is highly unlikely that the rear end side of the tip cover cracked due to only load applied during attachment to the scope. It is likely that it was broken due to the following external factors: chemical damage due to adhesion of anti-fogging product for the lens. Load was applied during storage to cause the cover dent, which led to reduction of durability. As a result, it was in a condition that it was easily cracked due to only load which was applied during attachment or friction in the body cavity. However, since the provided information indicated that anti-fogging product was not used, it is considered that it may have been caused by the latter cause. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.